Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the final impactor plastic handle chipped.

Manufacturer narrative:
An event regarding crack/fracture involving a final cup impactor with plastic was reported. A DHR review indicates devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review determined there have been no other events for the lot referenced. Visual inspection: the device was returned in used condition. The all-around edge of the handle by the strike plate is cracked and pieces are fractured off. The plastic tip is worn is some areas. A consultation with the mar group concluded that the fractures from the handle were due to overload fracture morphologies from the striking device. The fractures show a downward pattern as the direction of the striking. Conclusion: the device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time.

Event description:
It was reported that the final impactor plastic handle chipped.